Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
At revision surgery in (B)(6) 2019, the possibility that the locking posterior of the insert was off by x-p was recognized. Additional info at (B)(6) 2019: the revision surgery is planned at (B)(6) 2019. Reported under another pi for the other knee.